Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they have been having trouble with their controller recharger. Patient stated every day they get no device found. Patient mentioned they have tried resetting the controller, but that did not resolve the issue and it used to. Patient also mentioned that there have been a couple of times they were totally out of battery and could not get the controller to do anything. Patient said the first time they went 3 days without being charged and this time it's been 3 days again and since friday of when they last were able to charge. Patient mentioned that the controller screen usually circles on looking for a device. Agent walked patient through a controller reset; patient confirmed controller powered on. Patient then connected recharger and the screen got stuck on checking recharger and shut off so patient started again and confirmed poor recharge quality displayed. Patient noted that changing position did not help and that they get poor recharge quality a lot. Agent asked if the recharger previously replaced helped resolve the previous charging issue they were having; patient mentioned it must've because they never called back. Patient noted that they were tremendously ill in the past 3 weeks and thought the issue was that and their placement. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
B5 event description has been updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) had the flu and gastroenteritis. The 2016 weight loss caused the implant to move around under the skin, so it was hard to place recharger. Pt charger every day even they are sick. They got sick that was what changed. Pt called manufacturer to replace the recharger. Now the replacement recharger is working good and resolved the issue.